Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right atrial (ra) leadless pacemaker (lp) exhibited positioning failure with multiple attempts. The ralp helix was taken out of the body and found blood clot and tissue on the helix, and the helix was bent and stretched during the process. The ralp was not implanted and an alternate near at hand was implanted instead on (B)(6)2025. Patient condition was stable.